Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed user advisory 45 (not at "home" position after power-on/restart) upon resetting after the platform was used for resuscitation. No patient consequence.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed user advisory 45 (not at "home" position after power-on/restart) was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was due to the driveshaft not being at "home position." The archive data indicated occurrence of ua45, confirming the complaint. The autopulse platform failed functional testing due to ua45 displayed upon powering up, confirming the reported complaint. The driveshaft was manually rotated to home position by accessing the admin menu to clear the ua45. Then the platform was tested with the large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform functioned appropriately and performed as intended. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).